Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction: h3. Updated: d8. Upon review of complaint record, it was noted field h3 was inadvertently marked as no instead of yes. No change in MDR reportability decision. Additional assessment created to submit supplemental emdr with correction.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope screen became noisy. The event occurred during reprocessing. There were no reports of patient involvement.